Event description:
It was reported that approximately five and a half years post-implantation, the patient underwent a right hip revision due to presenting with ongoing pain and a pseudotumor with metal on metal construct. The stem was retained and other components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 139252 lot# 516450 m2a-magnum 42-50mm tpr insrt-6. Cat# 11-103206 lot# 516450 taperloc por lat fmrl 12.5x145. G2: foreign ¿ event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.